Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 17. Implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and swelling. No further patient complications were reported.